Event description:
It was reported that parent's noticed that the child was not having access to sound with the device since a year, but they thought that the speech processor was not working. An accident or trauma is not known. The patient will be re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.